Manufacturer narrative:
Correction: h6/device code. Report was for tubing broke in package; leak not reported.

Event description:
It was reported that the IV tubing set was found separated when removed from the package. It was further confirmed during follow up, that there was no patient involvement, and no delay in patient care associated with this event.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer¿s report of tubing broke was confirmed to be a male luer tip break. The set was visually inspected for cracks, mis-assemblies or damages to the components. Visual inspection found that a male luer tip was broken off. Closer inspection under a lab microscope observed no scratch marks or tool marks to the male luer collar. Functional testing could not be performed due to the set¿s broken male luer tip. The root cause of the male luer tip breakage could not be determined.

Event description:
It was reported that the IV tubing set was found separated when removed from the package. It was further confirmed during follow up, that there was no patient involvement, and no delay in patient care associated with this event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the IV tubing set was found separated when removed from the package. There was no patient involvement.